Event description:
The customer contacted physio-control to report that that their device was displaying the service indicator. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory that can indicate that the AED function of the device may be inoperable and, as a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if it was necessary.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a shorted and leaky capacitor, designator c160.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was displaying the service indicator. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory that can indicate that the AED function of the device may be inoperable and, as a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if it was necessary.